Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products-liner catalog#: 00633405632 lot#: 63330004, stem catalog#:unk lot#:unk, cup catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07090, 0001822565 - 2017 - 07124. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address dislocation. Visual inspection of the trilogy constrained liner showed damage to a constraining finger. It was mentioned patient had a closed reduction in the lead up to this revision. No further information has been made available at this time.